Manufacturer narrative:
The customer did not return the device for evaluation. However, the patient clinical file was returned and reviewed. The clinical file found that the device charged up several times and prompted a "poor pad contact" message when the defibrillator paddle discharge buttons were actuated. This is consistent with the customer's report, along with the information that the patient was hairy and not prepped. The customer had indicated that the clinician did not apply defib conductive gel to the patient or the defibrillator paddles. Without a conductive path, the device accurately disabled the defibrillator function as a precaution and prompted "poor pad contact" to the user. This was rectified when the clinician applied defib gel to the patient and the device was successfully able to deliver a shock. This was confirmed in the clinical file. This investigation has been closed as user error. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to defibrillate a (B)(6)-year-old, male patient the device failed to discharge via paddles. The clinician indicated that the patient was not prepped and was a bit hairy. The complainant indicated that the clinician did not apply defib gel to the patient nor to the defibrillator paddles. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction. Please reference medwatch report 1220908-2016-00523 for the second device used in the patient event.